Event description:
It was reported that dr. (B)(6) has been in practice for 27 years. He states that in the last 1.5 years he had lots of problems with the inflatable penile prosthesis (ipp) ms pump; three main issues: hard to squeeze, no "pop" and pump squeezes but doesn't fill. Because of these problems, he no longer implants. He sees advantages with our product such as inhibizone (iz), but became so frustrated with the pump that he stopped using our device.